Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference manufacturer report: 1627487-2010-04069 and 1627487-2010-04071. The patient received her scs system, including an ipg and two percutaneous leads, on (B)(6) 2008. It was reported one of the patient's leads migrated. The physician surgically repositioned the lead. The lot number of the migrated lead was not provided; therefore, a report has been submitted for both leads. During the lead revision procedure, the physician noted a hole in the covering of the ipg. As a result, the ipg was explanted and replaced. The explanted ipg was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.